Manufacturer narrative:
Insulin pump received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 17 mmol/l. The customer stated that the reservoir compartment had broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.